Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated data: b4, e1(initial reporter), e2, e3, g3, g6, h2, h10.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance of the equipment, the cs300 intra-aortic balloon pump (iabp) it was found that the equipment leakage test failed. There was no personal injury reported.

Manufacturer narrative:
Corrected fields; h6 (medical device problem & health effect impact code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed a safety disk leakage was found and replaced the safety disk. The equipment's function was restored. All functional inspections on the equipment according to factory requirements were performed. The unit was returned to the customer.

Event description:
It was reported that during routine maintenance the cs300 intra-aortic balloon pump (iabp) leakage test failed. There was no patient involved.